Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). Analysis of the device confirmed the reported clinical observations. During functional evaluation of the console, the fse inspected the console and confirmed that the high-voltage power supply box was burnt out and needed to be replaced entirely. The first and second laser cavities were identified to be damaged and also require replacement. There is a possibility of other low-value spare parts being damaged. The device instructions for use (IFU) was reviewed, and the reported events of "noise, audible and smoking" are listed in the IFU as potential outcome of this procedure. Based on the information available, and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the physician heard an explosion sound and there were signs of fire when the sound occurred. Error 501 (no power to high voltage power supply.) Was displayed. The device did not power off or shut down, but it was not in a ready status and the error code alerted on the screen was not noticed. The procedure was completed using another device without patient complications. Additional information informed that there was no harm to the operating room staff when the explosion occurred.

Event description:
It was reported that during a procedure, the physician heard an explosion sound and there were signs of fire when the sound occurred. Error 501 (no power to high voltage power supply) was displayed. The device did not power off or shut down, but it was not in a ready status and the error code alerted on the screen was not noticed. The procedure was completed using another device without patient complications. Additional information informed that there was no harm to the operating room staff when the explosion occurred.